Manufacturer narrative:
Product complaint # (B)(4). Batch # r59h9c. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with one ecr60w cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as the device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what were the indications for surgery? Malignant neoplasm of left lower lung. What color cartridges were used? Ecr60b. How many firing strokes of device were completed? This issue occurred on 4th firing what troubleshooting steps were taken to open device? Followed up IFU. How was device eventually removed from tissue? Enlarged the gap of the jaw with big force manually. What is the current patient status? Stable and left from hospital.

Event description:
It was reported that during the pulmonary lobectomy surgery, after fired, could not open the jaw. The surgeon tried many times but still could not open the jaw, finally changed to open surgery to remove the device. Surgery was delayed for 1.5 hours.